Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of juduf166 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC line migrated where the patient concerned has reported to scratching their skin (symptoms ¿ dry skin) and thus, in turn has dislodged the statlock. No harm reported; however advice provided to seek medical/gp advice re: dry/itchy skin. Line assessed and deemed safe for use.